Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was completed robotically with the original system configuration (same generator). The customer was only able to use bipolar energy and could not use the monopolar energy. No patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The electrical shield monitor (esm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. Upon visual inspection, the neutral pins on the faceplate were found damaged, replicating the reported event. As a result of this investigation, fa has concluded that the damaged neutral pins on the faceplate to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error m-0b pointing to a neutral pad error. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to reseat the neutral pad, the customer did so but the issue remained and monopolar energy was not available. The customer confirmed that only the cord led on the electrical shield monitor (esm) has been amber and other leds including "pad" has been blue but grounding pad icon of the integrated electrosurgical generator unit (iesu) has been red. The customer connected the neutral pad directly to the iesu and the issue was resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the electrical shield monitor (esm). The system was tested and verified as use. As of the date of this report, the esm has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.